Event description:
A report was received that the patient had an infection a week after the implant procedure. No further information available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.